Event description:
As reported by the field clinical specialist (fcs), post-deployment of a 29 mm sapien 3 valve in the aortic position, the delivery system balloon ruptured. The valve was successfully deployed with no need for post dilation. The patient had highly calcified sov and naive leaflets. The balloon had nominal prep with no volume manipulation. Per follow up from the fcs, there was withdrawal difficulty. The team was not able to pull the commander through the sheath. The sheath and commander came out as a unit with the balloon outside of the sheath. Since this was a cutdown case, the surgeons were able to close the vessel access point without difficulty.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h3, h6, h10. The complaint for balloon burst and difficulty or inability to withdraw system through sheath were confirmed through returned product evaluation. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported 'the commander delivery system balloon ruptured during deployment. The valve was successfully deployed. There was withdrawal difficulty. The team was not able to pull the commander through the sheath. The patient had highly calcified sov and native leaflets'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catching on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. The technical summary also outlines the instructions for valve deployment. While IFU/training manuals are not listed in the technical summary, review of the instructions revealed similar contents as documented in the technical summary. Therefore, the IFU/training manuals as identified in the technical summary are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty and separation. The technical summary is applicable to this complaint. As such, an engineering evaluation is not required. Control limits are managed.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by the field clinical specialist (fcs), post-deployment of a 29 mm sapien 3 valve in the aortic position, the delivery system balloon ruptured. The valve was successfully deployed with no need for post dilation. The patient had highly calcified sov and naive leaflets. The balloon had nominal prep with no volume manipulation.